Event description:
The customer contacted physio-control to report that their device showed a white display, this is indicative of a device lock up condition and defibrillation therapy may be unavailable, if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio- control further evaluated the customer's device and was able to duplicate the reported white screen. The cause of the reported issue was determined to be due to a cracked and shorted capacitor, designator c181, on the user interface pcb assembly. The device was archived by physio-control and the customer received a replacement device.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed a white display, this is indicative of a device lock up condition and defibrillation therapy may be unavailable, if needed. There was no patient use reported with the event.